Event description:
During a revascularization procedure the physician used one in.pact admiral paclitaxel-eluting pta balloon catheter to treat a lesion located in the l-1. Approximately 9 months later the patient experienced re-occlusion of the l sfa (l-1). The patient was treated with mechanical thrombectomy and thrombolysis. The event is resolved.

Manufacturer narrative:
The adverse event term was updated to 'thrombotic reocclusion of sfa.' Event date was updated and the patient was treated 8 days later. The cec assessed the revascularisation as a target lesion percutaneous revascularisation that was clinically driven. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.